Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had patient not shown in medbank myqlink and cabinet. A technical support specialist (tss) called and spoke with customer to inform the web services issues that occurred on friday and confirmed that the issue had been resolved. The tss also advised that the unprocessed messages could be reprocessed, which customer approved. The messages were reprocessed successfully, and a confirmation message was sent to notify that the process was completed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user stated that the patient does not appear on the medbank myqlink or on the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.